Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted femoral arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional info was provided.